Manufacturer narrative:
Findings: unit alarmed button error followed by unresponsive act button due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at lcd window corners, battery tube threads and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that they play soccer a lot and the device may have been exposed to moisture. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.